Manufacturer narrative:
(B)(4). A system error (se) 2240 was identified during a review of a returned homechoice (hc) device logs with occurrence date (B)(6) 2010 in drain 1/5; there was no report for this alarm called in by the customer. There is no evidence that problems with the hc contributed to se 2240. The cause of the complaint was not determined. The lot number is unknown, therefore a batch review was not performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A system error (se) 2240 was found in drain 1 of 5 during a review of the patient alarm logs of the homechoice (hc) device.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.